Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 300 mg/dl. Customer had symptom of vomiting and rapid heartbeat. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for two days and was wearing insulin pump at the time of hospitalization. Customer reported that cannulas have been bent but have not received any alarm and inquired if insulin pump was functioning properly. Insulin pump passed high pressure test. Customer was advised that insulin pump was functioning correctly and to contact healthcare professional regarding unexplained high blood glucose.